Manufacturer narrative:
Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three complaint balloons used in the same procedure. Manufacturer report #3005099803-2014-03326 addresses the first device, while manufacturer report #3005099803-2014-03379 references the second device and lastly, manufacturer report #3005099803-2014-03380 references the third device. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon had a leak at the top of the catheter where it connects to the port. As a result, the balloon was unable to be fully inflated and when they tried to fully deflate the balloon, not all the inflation medium was able to be removed. Therefore, the balloon was withdrawn together with the scope and the catheter had to be cut to remove the balloon from the scope. Reportedly, a small crack was noticed in the catheter towards the top where it connects to the inflation port. This happened with the second and third balloon. The procedure was completed with a fourth cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut. There was a kink noted in the shaft of the catheter. There was also a crack in the shaft 3.5mm from the hub, resulting in the leak in the catheter when water was injected into the device. Based on the condition of the returned device, the reported failure of deflation difficulty could not be confirmed as the balloon was cut off. As the shaft was cracked from the hub, this would have made it difficult for the user to deflate the balloon and remove all the inflation medium. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of three complaint balloons used in the same procedure. Manufacturer report #3005099803-2014-03326 addresses the first device, while manufacturer report #3005099803-2014-03379 references the second device and lastly, manufacturer report #3005099803-2014-03380 references the third device. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used during an esophagogastroduodenoscopy (egd) procedure in the esophagus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon had a leak at the top of the catheter where it connects to the port. As a result, the balloon was unable to be fully inflated and when they tried to fully deflate the balloon, not all the inflation medium was able to be removed. Therefore, the balloon was withdrawn together with the scope and the catheter had to be cut to remove the balloon from the scope. Reportedly, a small crack was noticed in the catheter towards the top where it connects to the inflation port. This happened with the second and third balloon. The procedure was completed with a fourth cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.